Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error and buttons unresponsive. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had poor battery life, random no delivery alarm and clinking when rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Thee off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor clicking anomaly or motor error alarm noted during testing. The motor was tested outside of the device and passed. Device was monitored for one day. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. All buttons functions properly. No unresponsive keypad noted. No button error alarm noted. No damage noted on the keypad traces. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. (B)(4).